Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device in comparison to unspecified glucose readings on competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced sweating and was unable to self-treat, requiring glucose administered by a healthcare professional as treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 27 mmol/l on the adc device was compared to a glucose reading of 2.10 mmol/l from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event logs 11, 224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Error code 11 with leak_detected is an indication the patch algorithm determined there was evidence of moisture ingress in the patch circuitry. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder was observed on the battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that poor solder to the battery does not affect the sensors functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device in comparison to unspecified glucose readings on competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced sweating and was unable to self-treat, requiring glucose administered by a healthcare professional as treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 27 mmol/l on the adc device was compared to a glucose reading of 2.10 mmol/l from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tracking and trending reports were conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.